Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy endoscopic clipping device. Prior to endoscopic advancement, the clip was not guided into the outer sheath manually during clip retraction. The clip was advanced through the endoscope that had been placed near the fundus of the patient's stomach. The clip detached in the open position prior to closing onto the tissue site. Retrieval of the clip was unsuccessful. Another device was used to complete the procedure. No additional medical procedures were required due to this occurrence. To the initial reporter's knowledge, the patient did not experience any adverse effects due to this observation. The initial reporter informed the local company representative of this occurrence in 2007. Customer qa was not informed of this occurrence until tens days later. These dates are documented in sections b4 and g4. Evaluation: due to the condition of the returned device we were unable to confirm the report. The spool section of the handle has separated at the seam and was returned separate from the handle. The endoscopic clip and the clip release tab were not included in the return. Due to the condition of the retuned device, a functional test to verify proper clip deployment was unable to be conducted. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we were unable to confirm the reported observation because the condition of the device prohibited a full evaluation. However, we can provide the following comments: the information provided indicated the user did not manually guide the clip into the outer sheath prior to endoscopic advancement. The instructions for use for this product line advise the user to guide the clip into the outer sheath manually. This activity will ensure smooth clip retraction into the outer sheath and assist in avoiding premature deployment of the clip. Omission of this step could have contributed to the reported occurrence. Handle separation can occur if the device experiences excessive pressure during use and/or general handling. The initial reporter indicated the tissue site to be clipped was located at the fundus of the patient's stomach and reaching the targeted site was reported to be moderately difficult. The endoscope was in a torqued/retroflexed position. This could have encouraged the application of excessive pressure on the device handle. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.